Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that the patient's spouse notified medtronic that her spouse was having back pain post index stent graft procedure. No additional details have been received. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure ( back pain), (cause is unknown). Evaluation, conclusions: (cause is unknown).